Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. It is suspected that the frame to patient relationship changed per the reported event: "the surgeon noted that the anatomy was unstable since this was a fracture case." The instructions for use (IFU) that accompanies the device contains the following warning regarding movement of the frame: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result."

Manufacturer narrative:
On 03/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine t12-l3 fusion procedure, an inaccuracy was alleged. The site took a spin with the imaging system and placed four screws. The surgeon deemed being inaccurate and a second spin was taken. The second spin showed that screw on left t12 was 2-3 millimeters medial. The surgeon used this second spin to revise t12 and place the remainder of the screws. A confirmation spin was taken and showed that right l3 was placed 2-3 millimeters medial. Right l3 was revised using a c-arm. The surgeon noted that the patient anatomy was unstable as this was a fracture case. A percutaneous pin reference frame was used and this was a minimally invasive procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was one hour due to the revision of two screws. There was no impact on patient outcome.